Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument to perform failure analysis. At the time of this report failure analysis has not been completed. A follow-up MDR will be submitted after failure analysis investigation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument jaws were loose at the hinged point, trapping tissue. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were stuck on tissue when the issue occurred. The jaws were not closed completely, the surgeon was able to open the jaws a little more and release the tissue. The surgeon didn't use another instrument to pry open the jaws. There was no adverse effect to the grasp tissue and no bleeding. There was no injury to the patient. The instrument was in strong grip mode at the time of the event. It was noted that the instrument's jaw was misaligned. There was no collision with other instruments or tools. The procedure was completed. Upon final removal of the instrument, the wrist was straightened. The surgical staff didn't notice any resistant upon removal of the instrument through the cannula, or any damage to the cannula or the instrument after the event occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) completed the failure analysis of a da vinci product involved with this complaint. The force bipolar instrument was analyzed and the failure was replicated and confirmed. The instrument was found to have an input disk broken. The input disk 6 was completely detached. Other backend components adjacent to the broken inputs do not show damage.

Event description:
Refer to h10/h11 for follow-up information.